Event description:
Reporter alleged finding the customer not acting right and having vomited because of hyperglycemia. Reporter stated she attempted to use the compact plus and did not receive a reading because of an error message. Reporter stated she called paramedics who obtained a result of 589 mg/dl on their system. Reporter stated the customer was treated with several ivs of insulin and hospitalized seven days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.